Event description:
Customer reported during use of a set, a small hole was noticed where the soft pumping segment meets the flow stop, just superior to the flow stop. No pt harm reported. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not been received. A f/u will be submitted if further info is obtained.